Event description:
The customer reported false positive results with the ID now covid-19 assay for two patients on two dates with one lot. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Repeat testing was performed the same day and generated a negative result. Confirmation testing performed on (B)(6) 2022 via an unknown antigen test using a nasal sample generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-03611.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187635 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m187635, test base part number 190-430 / lot: m187635. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187635 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.